Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt was unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c" and "d" cables were broken, damaging all wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.